Manufacturer narrative:
Updated fields: h2, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument to perform failure analysis. The instrument was found to have a broken monopolar yaw pulley at the ceramic insulator interface. Broken pieces were not missing as a result of the breakage. The components surrounding the break exhibited damage that would have contributed to the broken yaw pulley. The ceramic sleeve and spatula were dislodged from its normal position on the yaw pulley. The ceramic sleeve was broken off the ceramic insulator interface and there was a piece that was still stuck inside. The ceramic sleeve and spatula were not returned with the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery spatula (pcs) instrument has been received a for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted procedure, the tip of the permanent cautery spatula (pcs) instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure. The procedure was continued as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.